Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis in completed.

Event description:
It was reported the patient's pump was alarming. Telemetry was performed which indicated a motor stall had occurred. The stall occured in late 2008 at 1:34 am while the patient was sleeping. No motor stall recovery was noted. Additional information received indicated the event was attributed to the pump. The patient experienced nausea and jitteriness. The drug used in the pump was compounded baclofen 3500 mcg/ml at a dose of 716 mcg/day. The pump was unable to recover from the stall. No further diagnostics testing was done. The patient underwent replacement the next day. The patient recovered without sequela.